Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that bd 3ml syringe with luer-lok tip with vial access cannula was damaged and the interlink disconnected from the mating component. The following information was provided by the initial reporter: " it was reported by the health professional that the needles are difficult to push through medication vials, does not aspirate all the medication, and does not allow for multiple doses. It was also reported that the needle bent and caused a needle stick injury to the user's hand. "